Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: optical inspection: first step of our investigation is the optical inspection. The visual inspection revealed that to the valve having scratches but no has deformations or other abnormalities. The examination of the parallelism, however, showed a deviation from the tolerance. Permeability test: to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approx. 30-40 cmh2o in the flow direction. The test results that the valve was not permeable. Adjustment test: our adjustment tests are carried out with the standard prosa checkmate and measurement tool. The prosa valve is adjusted from 0 up to 40 cmh2o and down again in the same way. It was found out that it was possible to adjust the valve in all pressure ratings without any difficulties. Braking force and brake function test: to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the brake function has resulted that the brake function is full in place. Also the braking force is inside the accepted tolerance. Result: the visual inspection of the valve, revealed that to the valve having scratches but no has deformations or other abnormalities. The examination of the parallelism, however, showed a deviation the tolerance from -0,0330 mm. In the further course of investigation we carried out a permeability test. The investigation has resulted that the valve was not permeable. Moreover, it was possible to adjust the valve in all pressure ranges. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. Also the braking force is inside the accepted tolerance. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/ under drainage 1 we decided to dismantle the valve. Inside the valve we have find could deposits that might have led to could difficulties. Based on our investigation results we can occlusion confirm. We assume that can the deposits found have led to difficulties in the past.

Event description:
It was reported that there was an issue with fv701t - prosa valve according to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. Further details were not provided.